Manufacturer narrative:
Additional contact information: (B)(6) hematology oncology (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus infusion pump indicated no disposable" alarm mid-infusion with flow stop cassettes. No adverse patient effects were reported. Per reporter, no additional information available at this time.